Event description:
A malfunction on the pump was reported by the customer. Blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. The customer was assisted by technical support in resetting the pump, chose to resume insulin independently, and was advised to contact support again if any malfunction code reoccurs. There was no recurrence of the malfunction code after the reset, and the customer was able to continue using the pump.